Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was completed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided liver biopsy the device allegedly self activated. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically, confirming the investigation for the alleged self-activation. An x-ray showed that the cannula tangs were unable to fully engage with the device housing, and upon disassembly the left bumper was missing and the right bumper was found bent. The missing left bumper and subsequent bent right bumper like contributed to the reported and identified issues. However, the root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided liver biopsy the device allegedly self activated. The procedure was completed with another device. There was no reported patient injury.